Event description:
The 7x60 smart control stent was already partially deployed prior to use in the pt. Multiple attempts to gather additional info have been made and have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.